Manufacturer narrative:
The field service representative (fsr) replaced the coin cell battery. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a non-clinical activity, the heart lung machine (hlm) displayed a 'disk boot failure' message. There was no patient involvement.

Manufacturer narrative:
Corrected blocks: d4 and h4. Updated block: d9. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.